Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent alert 38 indicating a motor stall on the ilet pump, with persistent high glucose for approximately three days despite attempts to correct and after a dry and subsequent supply change; the user then transitioned to backup subcutaneous insulin therapy, and a replacement ilet was provided. Symptoms included sweating. Outcomes included no need for medical intervention or hospitalization. Investigation included review of device performance history and replacement of the affected pump. Investigation of this case revealed a consecutive motor stall consistent with a pump motor malfunction; no issues were observed by the user with the cartridge, connector, or infusion set. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the motor.